Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of liquid spill was confirmed in the ventilator on the pneumatic back-plane pcb (printed circuit board). Despite recommendations, the user facility did not want to replace the pneumatic back-plane pcb. The ventilator was sent back in service. No ventilator logs were provided. Ingress of liquid/corrosive substance on pcbs can cause failure/short circuits, which might lead to a ventilator malfunction. The origin of the liquid is unknown.

Event description:
It was reported that liquid entered into the ventilator and a technical error code for communication error was generated. Patient involvement is unknown. Manufacturer's ref #: (B)(4).